Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the filter on the line leaked. The leaks appeared to occur at the site where the tube inserts into the filter and also from the side of the filter, almost as if the filter broke apart on the sides from the pressure of the infusion. In one case, taxol (chemo medication) leaked onto a patient.